Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00239 and 3013394970-2017-00238. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the involved angio-seal device bent. The following information was provided by the user facility: devices failures associated with the device bending.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. Without a sample available for product evaluation, no definitive conclusion can be drawn as to the cause of the kink. However, based on the complaint description, the patient may have has anatomical differences that provided resistance to the inserting the arteriotomy locator and sheath. Likely the physician tried to overcome this resistance by applying additional force, which bent the wire. The note that the patient had a lot of soft tissue to traverse indicates that the underlying patient physiology likely contributed to the kink of the device. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.